Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was recently hospitalized due to diabetic ketoacidosis. The caller was also requesting assistance with placing a supplies order for the customer. No additional information regarding the hospitalization was provided. The insulin pump was not replaced or returned for analysis.